Event description:
The customer reported obtaining erratic patient results, for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au480 system for three patients. The customer indicated that the quality control (qc) was also erratic at the time of the event. Customer stated erratic results were not released from the laboratory. There was no report of change to patient treatment or management in connection with event. Customer technical support (cts) advised customer to replace mid standard solution and electrode. Cts then asked customer to check connections, tubing placement and perform several mid/ref primes then one total prime. Cts then asked customer to calibrate three times and then run qc. Lastly, cts walked customer through a manual enhanced cleaning procedure. A beckman coulter field service engineer (fse) was dispatched to assess system performance.

Manufacturer narrative:
The full identifier for this event is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance. While onsite, fse verified no issues with the flowcell and identified minor issues with ise tubing and replacement of tubing. Fse replaced multiple hardware components including reagent bottle caps, ptfe tubing, k electrode, cl electrode, ref electrode, block 2 for ref electrode, na cable, k cable, ref bottle tube assembly, buffer bottle tube assembly and mid standard bottle tube assembly. Fse then verified system performance by ise calibration and qc which returned results within specifications. In conclusion, the cause of the event was a hardware malfunction.